Event description:
It was reported that during a breast biopsy, the physician went into the breast and while taking the first sample in the 12 o'clock position, the physician felt an electrical shock in the hand leading up to the elbow. The customer reported that at that time, the monitor appeared to show some kind of electrical interference. The physician took another sample in the 6 o'clock position and concluded the biopsy with the samples collected. The physician felt the samples were sufficient. The physician was seen by another physician onsite and went home. It is unk at this time what the physician was seen for. Reportedly, the pt did not experience any electrical shock.

Manufacturer narrative:
The device serial number was provided. A review of the device history and service history records is currently being performed. The investigation is currently underway.